Manufacturer narrative:
Initial reporter address 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe packaging was open. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "material with package violated (it's opened)."

Manufacturer narrative:
H6: investigation summary: since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retained samples from the same lot were evaluated, no issues or defects observed. Additionally, there were no sealing-related defects found. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe packaging was open. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "material with package violated (it's opened)."